Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was that customer's blood glucose (bg) was 38 mg/dl; cause was not known. Customer consumed food to address bg. As event occurred in the past, recommendation was made for customer to discuss event with healthcare provider.